Manufacturer narrative:
Correction: this reported event, from the customer, was inadvertently reported to the agency. File assessment determined that the event is not reportable. Upon recur, the reported malfunction would not be likely to cause or contribute to a death or serious injury. The vacuum pump is equipped with pressure sensors to detect vacuum over or under conditions. If these conditions are met, the instrument will not produce a numerical value and will give a "no result" flag. In addition, the cause of the elevated s0 mean is unrelated to the vacuum pump issue. The system produced an ind (indeterminate) flag to alert the customer that a sample reading is outside the range of the current assay calibration curve and cannot be distinguished from a system or operator error. The ind flag also indicates that a final result cannot be calculated. The purpose of the ind flag message is to prevent reporting of potentially erroneous patient results. Recalibration of the assay, to produce a calibration curve with a lower mean s0 rlu (relative light units), resolved this issue for the customer.

Event description:
The customer reported no value/ind (indeterminate) flagged troponin I (access® accutni results, for one patient, involving the access® 2 immunoassay system. Numerical values were not generated, and the ind result was not released from the laboratory. There was no impact to patient care associated with this event. The customer retested the patient's sample, on the same instrument, and obtained a lower result of 0.01 ng/ml, within the normal reference range. The customer indicated quality control (qc) was within the laboratory's range. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) reported vacuum test failed and replaced the vacuum pump. The fse adjusted the mixer speed and noted the wash arm set was high. The fse moved the wash arm down 7 steps. System check, high sensitivity (hs) system check, calibration, and quality control (qc) all passed within specifications. Results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. To reproduce the failure mode of insufficient vacuum, the returned pump was assessed for its ability to turn on and the maximum pressure (mmhg) achieved for each pump head and both heads combined. The specification for pressure is 450 mmhg or more per specification. Upon failure to meet specifications, the pump was disassembled to determine the failure mechanism. Analysis of the returned parts reproduced the reported failure mode of low vacuum. Assignable cause appears to be a torn left diaphragm and debris around and in the left head outlet valve. Per manufacturer's published performance specifications, premature failures are defined as failing within 3 months of installation. There is no evidence of premature failure through component informational analysis of the part manufactured.